Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that their blood glucose (bg) level of 43 mg/dl was due to the reported issue. The customer ate glucose tablets. It was indicated that the customer had manual injections available for alternate insulin therapy.